Manufacturer narrative:
Under last submission it was mistakenly reported that only right implant was explanted and replaced. The information received indicated that both devices were explanted and only right was replaced. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) only right implant was replaced per information received on march 16, 2023.

Manufacturer narrative:
On march 16, 2023, mentor received confirmation that only right side device was explanted and replaced. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast pain mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent unspecified breast surgery with 600cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side, and breast pain on the left side. The patient bilateral explantation on (B)(6) 2023. The right side replacement device used was catalog number 350-6001bc; serial number (B)(4). This medwatch report is for the patient¿s left-sided device.